Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a partially blank screen. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with partially blank screen was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective main display. Appropriate action was taken to correct the reported problem by replacing the main display. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).the device is currently under evaluation on site by baxter personnel. Once the evaluation is completed or additional information becomes available, a follow-up medwatch will be submitted.